Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 5076-52 implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has been triggering a lead integrity alert (lia) every month for the past year due to low rv impedance and a high number of short interval counts (sic). The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Event description:
It was further reported that a review of a remote transmission after the last lead integrity alert (lia) also indicated t wave oversensing.